Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix ex (device #1) may have caused or contributed to the reported event. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix e/x (device #1).there is no allegation related to the bard/davol soft mesh. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol bard soft mesh and an unspecified bard/davol composix e/x on (B)(6) 2007. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix e/x. As reported, the attorney alleges patient experienced emotional distress and the device was defective.